Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information regarding the event were requested but not received.

Event description:
During a ventricular tachycardia left ventricle ablation, a cardiac effusion occurred. At the end of the ablation, the patient became hypotensive. An effusion in the left ventricle was confirmed with an echocardiogram. A pericardiocentesis, followed by a sternotomy, was performed to stabilize the patient. There were no performance issues with any abbott device.